Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2010, inratio: 1.1, lab: 1.9. Pt's target therapeutic range is 2.0-3.0. Lab drawn 2 mins after inratio results.